Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was reprogrammed due to decreased sensing. The representative inquired if the issue is related to magnetic resonance imaging (MRI). Boston scientific technical services stated that the system is MRI conditionally approved. An x-ray done with review from radiologist and lead has not dislodged and impedance in range. Additional information received from representative indicated that as per clinic notes, the rv lead was micro-dislodged. The patient stated that the implanting physician was not planning on repositioning the lead as he was not paced prior to reprogramming. Remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient has right ventricular (rv) lead that has been turned off due to decreased sensing. Inquired if the issue is related to MRI. Boston scientific technical services stated that the system is MRI conditionally approved. X-ray was performed with review from radiologist and lead has not dislodged and impedance in range. Additional information that was later received indicating that as per clinic notes, the rv lead was micro-dislodged. The patient stated that the implanting physician was not planning on repositioning the lead as he was not paced prior to reprogramming. As per additional information provided the right ventricular (rv) lead exhibited loss of capture and impedance issues. The physician wanted to replace the lead; however it was noted that it caused perforation. The lead was surgically abandoned and it was decided to do a right sided implant with entirely new system. This is considered life-threatening situation and surgical intervention was performed to resolved the issue. No additional adverse patient effects were reported.